Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Complaint sample was evaluated and the reported event was confirmed. The product evaluations stated, "product was reviewed and identified to have an out of tolerance dimension. Review with development engineer and its our belief that part conditions would cause the complaint issue. All orders have been worked on by the same operator. Investigation of the newest three orders found all devices to be conforming." DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Melting connection part.